Manufacturer narrative:
Clinical code is "collapsed esophagus".

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma and leaky heart valves. In addition, the patient also alleged eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, inflammatory response, bronchitis, collapsed esophagus and gastritis. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device information has been updated/corrected in this report. In this report, box d, g, h has been updated/corrected.